Event description:
The reporter indicated that a 12.1mm vicm5_12.1 implantable collamer lens -8.50 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. The lens was later exchanged for a longer length lens of same model and diopter due to low vault. The exchanged resolved the problem. For additional information the reported stated that lri was performed for astigmatism. It was reported that the doctor rarely uses toric lenses and prefers using spherical lenses with lri.

Manufacturer narrative:
(B)(4).